Event description:
Discordant, falsely low results were obtained on two patient samples on a dimension vista 1500 instrument. One sample was tested for glucose (glu) and the other sample was tested for magnesium (mg). The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument and resulted higher. It is unknown if the repeat results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant glucose and magnesium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the sample probe 1 mixer and tested the new mixer. The cse also cleaned drains. The cse calibrated glucose and ran quality controls, which were within range. The cause of the discordant glucose and magnesium results is related to a malfunction of the sample probe 1 mixer. This instrument is performing according to specifications. No further evaluation of the device is required.